Manufacturer narrative:
The investigation into the reported purge leak, pump stop and placement signal issue has been completed since the original report was filed. In the patient updates on 10/08 at 1:23pm all heparin as topped due to an intracranial bleed on 10/07. On 10/20 there was an update from csc that the patient was still not on anticoagulants due to the cva. There were no issues or concerns with the impella. On 11/13 there were still no systemic ac's due to intracranial hemorrhages. In the log below, heparin can be seen to be stopped om 10/07 at the time of the reported bleed. There are no spikes in the motor current. It is unknown if heparin was the cause of the hemorrhagic stroke. The root cause of the stroke/cva is most likely due to the patients condition. On 11/12 there purge pressure varies and there low purge flow at the reported time of sidearm leak in the patient updates. There was trouble shooting attempted by changing the bag and cassette but that did not resolve the issue. The purge flow remains to vary for the remainder of the case. The location of the reported leak is unknown. The root cause of the purge leak-pump is most likely due to a damaged sidearm. On 11/19 the placement signal spikes to 3000 and becomes unreliable. The 5s parameters are consistent with a break in the fiber line but the location is unknown and it is unknown if the device failed to meet specification. The root cause of the placement signal issue is most likely due to a fiber break. Additionally, they happen simultaneously as there is an electrical open pump stop. The motor current spikes, and the pump stops with alarm 115 and 119 triggered. This is indicative of an open electrical line but the location is unknown and it is unknown if the device failed to meet specification. The root cause of the pump stop is most likely due to open electrical lines correction : section h6 : the medical device problem code in section h6, was inadvertently left out in the initial report which has been added to this report. Correction: section b5 was updated in this report as some details were inadvertently left out in the initial report .

Event description:
Device demonstrated a pump stop on the evening of (B)(6) 2023. Rn was advised to leave the device on surgical mode until explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 51-year-old female patient noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a patient on impella support experienced leaking from the purge sidearm. There was no harm to the patient as a result of this incident.

Event description:
The investigation uncovered a placement signal issue.

Manufacturer narrative:
B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2023-05022. B7 other relevant history, including preexisting medical conditions updated. D6a / d6b implant and explant updated. D10 concomitant medical products and therapy dates updated.